Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that the implantable pulse generator (ipg) was inoperable due to the patient not charging. Programming changes were attempted however was unsuccessful due to the ipg being inoperable. It is unknown when the patient stopped charging or last had therapy. The device was explanted, and a new device was implanted as a result to resolve the issue. Therapy was restored post procedure. Patient had effective coverage post procedure.